Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first 33mm closure device was fully recaptured. Procedure was successfully completed with a second 33mm. During the post procedure effusion sweep, a pericardial effusion was discovered. Patient remained stable. Protamine was administered. Patient was discharged home the next day.